Event description:
The event reported as: circuit was unable to pass ventilator leak test. Respiratory therapist noticed the cap on the port at the wye could be defective. No pt injury reported.

Manufacturer narrative:
Product has not yet been received by MFR for eval, therefore, investigation report is incomplete at this time. A f/u report will be sent when add'l info is received.